Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 600 synchron chemistry analyzer was generating false low sodium (na), carbon dioxide (co2), calcium (calc), and/or high chloride (cl) results on six (6) patients. Results were reported out of the laboratory. When the issue was noticed, the samples were rerun on another dxc instrument in the laboratory. Although the original results were considered erroneous, the laboratory determined they were not clinically significant and did not amend any reports. The results provided by the customer are shown in this report. There was no impact to patient treatment as a result of this event.

Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Qc after the event was low, or out of range low >2 s.d. Cl qc was high or out of range high. Review of proservice shows that qc had been erratic for days prior to the event. Qc seemed to drift and recalibration brought it back into range. A bec field service engineer (fse) was dispatched and found a slight blockage between the cl and na ports of the flowcell. The fse cleaned the flowcell and replaced the carbon bridge, which resolved the issue and performance was verified. Failure mode was a dirty flowcell and/or carbon bridge.